Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part #: 319.006 synthes lot #: h521671 supplier lot #: h521671 release to warehouse date: 04 dec 2018 supplier: (B)(4) no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# h521671, qty# 1) was received at us customer quality (cq). Upon visual inspection at cq. It is observed that the protection sleeve component was missing from the assembly. It is also observed that the needle component of the device was broken off and was not returned. Rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Device failure/ defect found? Yes dimensional inspection: no dimensional inspection was performed due to the post manufacturing damage of the device. Documentation/ specification review: the following drawing(s) was reviewed: depth gauge for 2.0/ 2.4mm screws:(current)/(manufactured) protection sleeve: (current)/(manufactured) needle: (current)/(manufactured) no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes investigation conclusion: the complaint is being confirmed for depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# h521671) as it is observed that the needle component was broken. No definitive root cause could be determined based on the provided information. It is likely that the device encountered unintended forces. Protection sleeve might have got misplaced during sterilization. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: reporter is a j&j representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection of the instruments after going to decontamination process, it was noticed that a trocar was bent and was inadvertently placed in the sharp¿s container, a reaming rod push rod with ball handle was also found bent and has scuff markings on it where it looks like it is getting jammed up in the drills because it is bent, and the whole tip of a depth gauge broke off completely. There was no patient involvement. This complaint involves three (3) devices. This report is for (1) depth gauge for 2.0mm and 2.4mm screws this report is 3 of 3 for (B)(4).